Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing there was a sharp edge at the tip of the lens. There was no report of patient involvement or reported injury.